Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient's lead had high impedances. X-rays showed the lead was fractured. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all the internal wires were broken. The root cause of these fractures unknown as there were no reports of the patient having had any trauma, falls or accidents prior to the reported allegation.